Manufacturer narrative:
Additional information b5: medtronic received information that during use of an eopa arterial cannula, the customer reported that the device was bent/kinked during the procedure. The device was used to complete the procedure. There was no adverse patient effect associated with this event. Medtronic received additional information that there was no damage to the packaging (outer box, inner packaging or sterile barrier). The cannula was not heated or cooled prior to use. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Conclusion: the complaint was confirmed using the photo provided. Based on what is visible in the photo it is likely that the cannula was not bent, it was probably nicked by a scalpel blade and the nick progressed to a fracture or it was about to fracture. The product was not returned for analysis; therefore, our investigation was limited, and the underlying cause could not be determined. The information has been added to the system used to monitor performance trends. Medtronic will continue to monitor this product for similar events. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of an eopa arterial cannula, the customer reported that the device was bent/kinked during the procedure. The use of the device was unspecified. There was no adverse patient effect associated with this event.